Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a device change out procedure, the left ventricular lead exhibited a loss of capture. A cine revealed the left ventricular lead had pulled back to the coronary sinus. No patient symptoms or intervention was reported. No additional information was available at this time.